Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was rushed to the emergency room however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "recent". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.